Manufacturer narrative:
Sample collection and storage information were not provided. Prior to the event, qc was within lab established ranges. After the event, qc was not run prior to recalibration. Qc after recalibration was within range. Bci field service engineer (fse) cleaned the cl port, changed the co2 electrode membrane and replaced the carbon bridge. Fse also identified a leak around the bottom cylinder of the ratio pump and replaced the ratio pump. Instrument performance was verified.

Event description:
A customer contacted beckman coulter inc. (Bci) to report that the synchron lx20 analyzer generated false high co2 result of 33.7 mmol/l for one (1) patient. When the anion gap value alerted the customer to the high co2, the sample was retested on an alternate instrument, and the result of 25.3 mmol/l was reported. The false high result was not reported out of the lab and there is no affect to patient.